Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using the "fast-fix 360 curved", the t1 and t2 implants were deployed at the same time. The t1 implant was already implanted in the meniscus and was not removed. A delay less or equal than 30 minutes was reported. A smith and nephew back up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the customer provided image appears to show a fast fix device without it's suture and anchors. The depth limiter button does not appear to be in the default position. A visual inspection revealed the suture and anchors were not returned. The depth limiter button is not in the default position. The actuator tip is not in the default position. A functional evaluation revealed the actuator tip functions as designed. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the customer provided image appears to show a fast fix device without it's suture and anchors. The depth limiter button does not appear to be in the default position. A visual inspection revealed the suture and anchors were not returned. The depth limiter button is not in the default position. The actuator tip is not in the default position. A functional evaluation revealed the actuator tip functions as designed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).